Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection with naked eye noted that there was a damage on the female connector and a crack in the minicap. Functional testing, including clear passage testing performed, clamp function testing performed with no issue noted but leak testing noted that there was a leak at the female connector and iodine leaked from the minicap. An in lab minicap was placed on the female connector and leak was observed at the damage area of the female connector. The reported condition was verified. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue with a minicap. This was detected prior to treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.